Event description:
Livanova deutschland received a report of an essenz hlm having a level alarm not stopping the pump. The issue occurred during procedure. There is no report of patient/user injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.11: through follow up communications, livanova learned that the event occurred during safety checks. Furthermore, logs files analysis revealed that, following the profile launch, a profile distribution occurred on the arterial pump role. In details, reported event occurred during the ¿prepare time-out¿ phase, meaning that the subsystem failed to send a confirmation response to the cockpit when the distribution was initiated. Based on these findings, it is reasonable to assume that the profile distribution failure prevented correct arterial profile distribution, thereby precluding the communication of the stop link to the arterial pump following the level alarm. Based on the above and considering that the event occurred during the mandatory system safety checks and, therefore, it can always be found prior to patient use, the event has been re-assessed as not reportable, since the reported failure did not pose and could not pose, even if it recurs, any risk of patient injury. Livanova will keep monitoring the market.

Event description:
See initial.